Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. A review of the event history log evidenced the following the 1871 error code. The customer reported product problem was replicated. The faulty motor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "error 1871". No reported adverse effects.